Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event are a lack of free slack in the suture at all times or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.

Event description:
It was reported that during a lateral meniscal repair, the #1 implant was left in the patients knee, unsecured. According to the reporter, the #1 implant deployed with no problems. When the surgeon pushed the second trocar down, the #2 implant was lodged in the cannula and would not deploy. The surgeon cut the sutures to the #1 implant. Another ar-4500 was used to complete the case. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.